Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
Concomitant medical product: 71354315/14jtm0006a ((B)(6) 2015). (B)(4).

Event description:
It was reported that the patient underwent a revision hip surgery due to dislocation. During the surgery, a competitor's cup was replaced with an r3 shell and liner and the s&n head implanted on (B)(6) 2015 was replaced.